Manufacturer narrative:
Only the two pushwires were returned for evaluation and each one was broken into two segments. Cross analysis of the break points indicated that the failure mode of the pushwires were due to torsional overload.pushwire separation.the other device involved in the event is as follows:model: fa-71450-35 / lot: 9685845 / dom: 12/20/2012 / exp: 11/16/2015.(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Treatment of a right unruptured cav (cavernous) aneurysm measuring 34mm x 12mm. During the pipeline procedure involving two pipelines, it was reported that the pushwires broke at the distal tips as the physician torqued and pulled them back in order to deploy them. The physician attempted to retrieve the first broken distal tip, but failed and did not attempt to retrieve the second one. Both of the broken tips migrated distally and they were left in the patient along with the two pipelines.no injury was reported with the patient as a result of the procedure.